Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Reporter first name: unknown/not provided. Reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since at the time of this investigation, the product has not been received for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon had to remove this intraocular lens (iol) as it had a scratch of the side of the lens and the optic was faulty. They had to use a backup iol. There was no patient involvement. No other information was provided.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 08-jul-2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection using magnification was performed to the returned lens. Only the lens was received inside a sample container. The lens was observed in good conditions. After cleaning the lens, there was no damage/defect identified. Therefore the reported issue was not verified and the customer reported complaint was not confirmed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. There is no indication of any malfunctions nor deterioration on product performance. Johnson and johnson surgical vision will continue to monitor the reported issue. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.